Event description:
A malfunction alarm was reported, but no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which the customer followed successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose.